Manufacturer narrative:
Additional information: b5 - lens was repositioned 90 degrees to verticle position on (B)(6) 2019 and it resolved the problem. Postoperative report stated "vaulting is better after rotation, next exam in 1 year". H6 - patient code 3191: no code available (secondary surgery, lens repositioning). Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. One similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm513.2, -10.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Elevated iop (25 mmhg) without pupil block and angle closure, with excessive vault was observed on (B)(6) 2019. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.